Event description:
It was reported that on (B)(6) 2026, a patient presented for a mitraclip procedure. During the preparation, clip would not hold the fluids in the clip delivery system (cds) handle. It was observed that it was leaking from the plastic window in the handle. Device was replaced and continued the procedure. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.